Event description:
In 2008, a lay user/patient contacted lifescan (lfs) alleging that a one touch ultra2 meter was reading inaccurately high. The medical affairs specialist (mas) was able to contact the patient but could not retrieve more information because the patient could not remember. The patient normally tests his blood glucose twice a day: once before having breakfast and again before having dinner. The patient takes 5 mg of glucotrol on a sliding scale to manage his diabetes. The patient's normal blood sugar in the morning ranges between "100-110 mg/dl" and "150-160 mg/dl" in the evening. The patient mentions that about two weeks ago, he obtained blood glucose readings of "137, 110 and 129 mg/dl" and reportedly took his usual dose of glucotrol. At an unspecified time during that same day, the patient allegedly "passed-out due to low blood sugar" after the reported meter issue. The paramedics came and the patient was reportedly taken to the hospital where he stayed for eight days. The patient could only recall that he was treated with "grapefruit juice and pudding" and that his blood sugar was maintained at "250 mg/dl" during his stay in the hospital. It was unknown whether the patient tested his blood sugar before he allegedly "passed out" and whether he was tested on the paramedic's meter. The patient does not recall testing on the subject meter after discharging from the hospital. At the time of troubleshooting, the following was verified by the csr: the unit of measurement was set correctly to mg/dl. The memory in the meter matches. The testing technique and cleaning of the puncture site was incorrect at the time of testing, which may lead to false readings. The patient's products have been replaced. There is no evidence that the meter malfunctioned because the patient was using incorrect techniques (use error) to test his blood sugar. However, this complaint is being reported because the patient's meter was reportedly reading high and he allegedly "passed out" and was reportedly treated at the hospital for hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.